Event description:
After two passes with the ivus catheter, it failed to produce an image. The catheter was removed and replaced with no harm to the patient. Manufacturer response for coronary imaging catheter, opticross 6 hd coronary imaging catheter (per site reporter). Clinical site notified mfg rep directly.